Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty of the right ventricular (rv) lead was encountered and satisfactory parameters could not be obtained. Diagnostic testing / trouble shooting was performed. The issues may have been related to patient anatomy. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.